Manufacturer narrative:
(B)(4) date sent: 1/24/2017. Batch # (B)(4). The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 2 drivers up and the remaining drivers were down with staples present. In addition both gripping surfaces broken off making the reload nonfunctional. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an intestinal resection procedure, the stapler and the cartridge failed. The device locked and the doctor could no longer continue working. A new device was opened to complete the procedure. There were no adverse consequences for the patient.